Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon return of the product, an issue with the adjustment system was identified which required the locking system to be replaced. Device is used for treatment. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ thailand. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the ky head (wiredriver) does not hold the tool (wire). No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.